Event description:
The following was reported through a review of the retrospective analysis titled, ¿minimally invasive bleb surgery versus minimally invasive glaucoma surgery: a 12-month retrospective study¿. Reportedly following trabecular microbypass stent procedures in a total of seventy-eight (78) operative eyes, three (3) eyes presented on postop day one (1) with corneal edema associated with increased intraocular pressure (iop), which resolved within one (1) week, and one (1) eye presented at six (6) months postop with corneal inflammation, which was treated "topically" and resolved within one (1) month. Additionally per report, three (3) eyes were noted to have stent obstruction and two (2) eyes presented with stent displacement. Additional information has been requested. Please see the attached article for further details. Reference doi:10.1038/s41598-024-61811-y. The report references the cases of corneal edema, iop increase, and corneal inflammation.

Manufacturer narrative:
Additional information: a2, a3, a6, b6, b7: mean and mode used. B3: publication date used for event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot numbers could not be reviewed. A review of the device labeling was completed. Edema, iop increase and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Edema, iop increase and inflammation are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2024-00074 for the cases associated with stent , obstruction and dislodged stent.